Event description:
Caller reported blood glucose results of 578 mg/dl and 181 mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt self tester reported discrepant results. Pt's target therapeutic range is 2.5-3.5.